Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to remove and replaced the cuff because it was too big and malpositioned. There were no patient complications reported.